Event description:
Patient presented to clinic with over-sensed noise on the right ventricular (rv) lead. Since patient is pacer dependent, the physician decided to cap and replace the rv lead on (B)(6) 2021. Patient is stable.